Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that the onetouch ultra meter had a power issue. The complaint was classified based on the customer care advocate's (cca) documentation. The pt stated that the reported issue began on the same day at an unspecified time. During that time, the pt reportedly noticed that the subject meter's display was frozen and would not turn off when the power button was pressed. Approx 2 hrs after the reported issue, the pt reportedly experienced "shaking" and as a result she reportedly took more food and/or drink to bring up her sugar levels. The pt did not receive/require any medical attn and was not tested on any other meter. During the troubleshooting, the reported issue was resolved after reseating the batteries. Replacement prods were sent to the pt. Based on the provided info, this complaint is being reported because the pt allegedly developed symptoms that can be associated with hypoglycemia, after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject prod(s) for eval, if the prod(s) are returned, lfs will evaluate it/them and inform FDA of prod(s) that do not pass inspection in a supplemental report.